Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for generator replacement due to normal eri. The previous interrogation for the right ventricular lead on (B)(6) 2017 revealed polarity switch for low impedance and noise on the electrogram. The lead was capped and replaced during the device change out on (B)(6) 2017. The procedure was uneventful. The patient was stable.